Manufacturer narrative:
Product event summary: analysis could not confirm a programmer shut down. The unit was left powered up overnight without shutting down, and no anomalies were found on the printed circuit boards (pcb). The programmer did fail an incoming test related to the left antenna connection, but it was unrelated to a shutdown. It was confirmed that there was a system error recorded in the logs. It was also found that the stylus cable was damaged, but the stylus was still functional. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shut down, and came back to the initial display during a device follow up. The programmer displayed an error code. The programmer has been returned for service. There was no patient involvement.